Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient reported experiencing increased pain. A catheter access port (cap) dye study was performed and the physician observed catheter ballooning and a catheter leak. The physician made the decision to revise the catheter. The catheter was replaced on (B)(6) 2017. During the catheter revision surgery, the pump was tested and no flow was observed. The physician made the decision to replace the pump. The pump was returned for investigation.

Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional and flow testing. Based on the results of the investigation, it was determined that the pump flowed and operated per specification. Internal complaint number: complaint- (B)(4).